Event description:
Received a used discolored philips dreamstation 1 with over 8000 hours of use and dirty fingerprints all over it as a recall replacement. I don't want to breathe through a used CPAP machine that doesn't even seem to be clean.